Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of occlusion, ischemia, and numbness are listed in the proglide instructions for use (IFU) as potential adverse event associated with use of the vessel closure devices. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported patient effects of effects of occlusion, ischemia, and numbness are known inherent risks of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a bilateral arteriotomy closure of a heavily calcified femoral arteries using the pre-close technique via a 14fr sheath hole prior to an interventional endovascular aneurysm repair (evar) of the abdominal aortic aneurysm, which included balloon angioplasty and bilateral covered stent implantation in the iliac arteries procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was not upsized and the interventional evar of the abdominal aortic aneurysm, which included balloon angioplasty and bilateral covered stent implantation in the iliac arteries was completed. There were no reported issues when closing the left access site. When closing the right, successful hemostasis was achieved; however, post procedure the patient reported numbness. An examination was done revealing low skin temperature and pallor of the right lower limb, with absent pulses in the popliteal and dorsalis pedis arteries. The patient underwent ultrasound guided right femoral artery puncture confirming an occlusion in the right iliac artery and a balloon angioplasty was used to restore blood flow in the right lower limb. No additional information was provided.